Manufacturer narrative:
Evaluation of the returned pod pc pusher assembly confirmed that the embolization coil was detached from its pusher assembly. Evaluation revealed that the sr component was fractured. This damage typically occurs due to forceful retraction against resistance. Based on the reported complaint, the root cause of resistance could not be determined. Further evaluation revealed kinks throughout the length of the pusher assembly. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return to penumbra. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils, pod packing coils (pod pcs), and a non-penumbra microcatheter. It should be noted that the patient's anatomy was calcified and stenosed. During the procedure, the physician encountered resistance while advancing the first ruby coil through the microcatheter. The microcatheter was removed and checked before being replaced into the target location. The same ruby coil was successfully implanted. Next, the physician successfully implanted another ruby coil into the target location. After advancing a pod pc approximately ten centimeters into the aneurysm, the physician encountered resistance. The pod pc was advanced and retracted several times and, subsequently, the physician noticed that the pod pc had unintentionally detached when it was partially inside the vessel and partially inside the microcatheter. Therefore, the microcatheter containing the detached pod pc was removed from the patient and the pod pc was flushed out on the back table. The procedure was completed using the same microcatheter to implant two non-penumbra coils and five ruby coils. There was no report of an adverse effect to the patient.